Event description:
During prep of the ablation catheter, it was noted that the catheter tip bent at the distal tip when pulled back into the flower position. This catheter was removed and replaced with no interaction with the patient. Vendor notified. Manufacturer response for ablation catheter, boston scientific/electrophysiology (ept) (per site reporter).